Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was alarming for distal occlusion during a mannitol infusion on a patient being treated for an intracerebral hemorrhage. A filter was attached to the tubing during administration. Clinician attempted to troubleshoot by changing out the filter as well as assessing the IV for patency. Pump continued to alarm for distal occlusion. The clinician suggested that a pressure bag be utilized if needed and take the mannitol off the pump. There was patient involvement but no patient harm.